Event description:
It was reported via clinical affairs that a trial patient experienced a complete heart block requiring permanent pacemaker, one day post implant of an edwards perimount magna ease 3300tfx 19mm aortic valve. The subject device remains implanted with no reported malfunction.

Manufacturer narrative:
Report of a complete heart block one day post implant of an edwards aortic valve, requiring a permanent pacemaker as treatment. The subject device remains implanted with no reported malfunction. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, a permanent pacemaker was implanted to treat the event. There has been no information to suggest a device malfunction or quality deficiency related to this event. No further action is required.